Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting the caregiver (cg) changed out the cassette but not the solution bags during therapy on the home choice (hc). The technical service representative (tsr) informed the cg when changing out the supplies that all the supplies need to be changed out. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the reuse of the solution bags. Per the pdn, she was not the home patient (hp)'s pdn, but would let the pdn know about the reusing of the solution bags and have the pdn follow up with the hp. There was patient involvement. No patient injury or medical intervention was reported. Ps contacted the hp on (B)(6) 2012 regarding the check lines and bags alarm and the reuse of the solution bags. Per the hp, the supplies were discarded and the lot number was not known. The hp stated she is aware that she should change out all the supplies. The hp stated she started over with all new supplies after changing out the cassette only and resumed therapy on the cycler. The hp stated when she calls baxter in the middle of the night for assistance that she appreciates the help they provide. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report of a use error - reuse of single use supplies was confirmed; however a cause as to why the caregiver didn't follow proper steps could not be determined. The complaint states that after an alarm the cg had only changed out the cassette but reused the solution bags. Patients are instructed not to reconnect or reuse solution bags. A labeling review found the labeling to be adequate for the use/user error identified in this incident.